Event description:
The customer stated the cell-dyn sapphire generated error code 1092 (vent assembly failed to home). The customer was advised to turn the analyzer's power on and off, and replace the analyzer's vent needle. There was no impact to patient management.

Manufacturer narrative:
(B)(4) concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.